Manufacturer narrative:
The cause for the difficult reported could not be reliably determined as the center rod and anvil were not returned for evaluation.

Event description:
During a low anterior resection procedure, the tissue was not transected when the instrument was fired. Another instrument was applied. No pt injury has been reported.